Event description:
Healthcare professional reported a xen®45 gts event of "slider was stiff" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event of "slider was stiff" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts event of "slider was stiff" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event of "slider was stiff" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental emdr-14464. Aware date should have been listed as 12/dec/2023. Corrected data: g1, g3.